Event description:
Premature battery failures, and pump does not give adequate warning of low battery condition. Main battery must be replaced approximatedly every 3 months. Numerous pump head failures. Facility has a device failure rate of about 21% per month. (40 failures per month of 189 total devices in house). Problem has been ongoing since 2/98.